Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was returned with extremely damaged/bent shaft. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and corrosive pits and soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; a leak was identified at the external tube crimping area at bottom end of te vacuum sleeve. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. The treatment was completed with no injury to the patient as the physician used a saline gauze to protect the patient's skin.

Event description:
Prior to a cryoablation procedure, 2 iceforce needles tested fine with no issues to report. During the 1st freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The patient's skin was covered with warm saline and gauze to prevent any injury. The procedure was completed as expected with no injury to the patient.